Event description:
It was reported that the bone was punched with a 3.5 punch and halfway through insertion the screw sheared off. The sheared piece was retrieved.

Manufacturer narrative:
Additional info will be provided, once investigation is completed.